Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, at 22:10:40. During night drain cycle one, the patient's ultrafiltration reading was 924ml, indicating the home patient (hp) drained 924ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect aat initial drain after I-drain alarm volume was met and false empty detect at previous therapy last drain after minimum drain volume was met. If additional relevant information is obtained, then a follow-up MDR will be submitted.